Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25sep2018. Serial number not confirmed.a follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device is not operating on battery mode and the unit seems hot. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 23oct2018. Date of report: 22oct2018. The customer's biomedical engineer used the correct test procedure to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed, back in service. No parts were returned for evaluation, therefore, a root cause could not be established.

Manufacturer narrative:
Date rec'd by MFR: 0may2019. MFR site: correction. Additional information was received that the customer reported that the unit was not operating on battery. The customer confirmed the unit did recognize that the battery was in the device. The customer reported that the batteries and device seems hot. The customer discovered the reported issue during preventative maintenance (pm). The field service engineer (fse) confirmed that the customer was using the wrong pm procedure, and advised the customer of the proper procedure to use. The fse verified that all voltages were in specification, and that the unit operated properly with a different battery installed. The fse ruled out issues with the printed circuit board assembly. The fse concluded that the battery was the issue. The customer was advised to replace the battery. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.